Manufacturer narrative:
Additional information: d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the event likely occurred due to corrosion on the plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the instrument could not connect to the gastrointestinal videoscope's endoscopic column. Additionally, it was not possible to visualize an image. This was found during inspection for use. There was no patient involved.